Manufacturer narrative:
Additional information: block b5: incident narrative. Block b6: relevant test/ laboratory data. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The physician stated that majority of the gel formed at the apex of the prostate. He was considering doing additional spaceoar procedure to get more distribution of the gel at the base and mid gland. There were no patient complications reported as a result of this event. On (B)(6) 2021, additional information received stating that the patient had no issues post injection and no issues with their treatment plan for radiation. The physician ended up planning the case and had no difficulty with constraints.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as best. Estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The physician stated that majority of the gel formed at the apex of the prostate. He was considering doing additional spaceoar procedure to get more distribution of the gel at the base and mid gland. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.